Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Heli-fx endoanchors were implanted for the treatment of a type ia endoleak in an existing endurant aui stent graft on (B)(6) 2024. The aortic diameter at the renal artery measured 17¿20 mm, with a proximal aortic neck length of 15 mm. Moderate vessel calcification was observed, but there was no vessel tortuosity. The patient had previously undergone evar with an aui on an unknown date, and the type ia endoleak was likely due to a gutter formation caused by calcium and excess oversizing of the stent graft. It was reported during to the procedure, the physician performed ballooning on the aui using a reliant balloon. 6 circumferential en doanchors were placed directly infrarenal of the aui. The heli-fx guide was withdrawn and an angiogram was preformed showing the endoleak was still there. Additional endoanchors were then placed at the site of the endoleak. It was reported while preparing the sg-64 heli-fx guide by flushing with heparin water, a "ring" was found believed to have come from the sg-64 guide. The tip of the guide appeared normal and the procedure was performed without any problems and the two additional endoanchors were successfully implanted using the same guide. The type ia endoleak persisted at the end of the procedure and the physician concluded the procedure at this time. Per the physician the cause of type ia endoleak in the aui stent graft was likely due to a gutter formation caused by calcium and excess oversizing of the stent graft. It was suspected that infolding may have possibly caused the type ia but no infolding was observed on imaging. The cause of the detached ring is undetermined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the films provided; however, the cause of the event could not conclusively be determined. Pre-implant cts were not available for a thorough assessment of the pre-implant anatomy. It is most likely that this was a type ia endoleak due to lack of proximal seal, which was likely compromised by the appreciable calcification/plaque noted along the infrarenal aortic neck. The endurant model/size was not available. No stent graft infolding was observed. The endurant ii/ils instructions for use (IFU) state that key anatomic elements that may affect successful exclusion of the aneurysm include ¿thrombus or calcium formation at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.¿ analysis of the returned films did not reveal any stent graft integrity issues. B5; additional information received: it was reported that the type ia endoleak was initially observed on cts taken approximately 2 months prior to the intervention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.